Manufacturer narrative:
It was reported that the patient experienced hernia recurrence following surgery.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a ventral hernia repair procedure on (B)(6) 2015 and mesh was implanted. It was reported that the patient had removal surgery on (B)(6) 2016 during which the surgeon noted ¿the mesh had shrunken, pulled away from the abdominal wall and was in a scar in the right side near his umbilicus.¿ it was reported the patient experienced debilitating abdominal pain. No additional information was provided.